Event description:
It was reported that the hinges are rusting on the lid to the screw rack - . Hospital concerned that rust will contaminate the screw rack and screws. The lid is component of the graphic case f/6.5mm 7.3mm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with one hinge discolored, similar to rust. This issue was previously evaluated and deemed valid. In response to these complaints, improvements were identified and implemented. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).